Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Due to the age of the device it is no longer serviceable. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue, while evaluating the device physio-control observed an unexpected shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.